Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer-reported complaint. A review of the logs did not find any firing errors for this instrument on its last use on (B)(6) 2024, using system (B)(6). The last procedure showed 6 successful fires. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on the system. The instrument moved intuitively with a full range of motion in all directions. No opposite movement of the instrument was experienced during in-house testing. The grips opened and closed properly at various orientations. The clamp and fire test passed. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the sureform 45 stapler instrument was moving in the opposite direction to console surgeons hand movements. The instrument was replaced to resolve the issue. The procedure was completed with no reported injury.